Event description:
It was reported that this patient has a history of frequent alerts for non-sustained ventricular tachycardias (nsvt). Boston scientific technical services was contacted and confirmed that this remote frequency (rf) over-use is resulting in increased battery consumption of the device. Some of the nsvt episodes reviewed indicated supraventricular activity. It was discussed that disabling the nsvt alert would resolve the impact on the device battery. At this time, the device remains implanted and no adverse patient consequences were reported.

Event description:
It was reported that this patient has a history of frequent alerts for non-sustained ventricular tachycardias (nsvt). Boston scientific technical services was contacted and confirmed that this remote frequency (rf) over-use is resulting in increased battery consumption of the device. Some of the nsvt episodes reviewed indicated supraventricular activity. It was discussed that disabling the nsvt alert would resolve the impact on the device battery. The physician will perform reprogramming at the next regular follow-up appointment. At this time, the device remains implanted and no adverse patient consequences were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.